Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that when the nurse was programming the device a popping sound was heard and a spark was seen followed by smoke. Upon investigation by the facility, the power cord of the device was noted to be frayed. The device was tagged and sent to the facility's biomed department. There was no harm to the patient or the nurse.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that when the nurse was programming the device a popping sound was heard and a spark was seen followed by smoke. Upon investigation by the facility, the power cord of the device was noted to be frayed. The device was tagged and sent to the facility's biomed department. There was no harm to the patient or the nurse.

Event description:
The customer reported that when the nurse was programming the device a popping sound was heard and a spark was seen followed by smoke. Upon investigation by the facility, the power cord of the device was noted to be frayed. The device was tagged and sent to the facility's biomed department. There was no harm to the patient or the nurse.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.